Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump was damaged and discolored.

Manufacturer narrative:
The insulin pump received with cracked case at display window corners, scratched case, stained end cap sticker, stained button keypad and stained address/serial number label.